Manufacturer narrative:
Lot 10766044 was provided but was unable to verified.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an afib ablation procedure. During insertion, the health care practitioner (hcp) noted that the dilator felt overly flexible, making it difficult to position the device correctly. After approximately 10 minutes, successful placement was achieved. However, the hcp observed that the robinet was not fully waterproof. The procedure was successfully completed using the original device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem and device codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an afib ablation procedure. During insertion, the health care practitioner (hcp) noted that the dilator felt overly flexible, making it difficult to position the device correctly. After approximately 10 minutes, successful placement was achieved. However, the hcp observed that the robinet was not fully waterproof. The procedure was successfully completed using the original device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported that during the procedure, several issues were encountered with the dilator and sheath. The dilator was notably too soft, making it difficult to insert into the sheath and preventing advancement of the faradrive beyond 20 cm into the patient. While the dilator did not appear to be loose or disengaged, its softness made it difficult to maneuver. Insertion of the sheath into the patient was also challenging, with only 20 cm advancing initially; successful placement was eventually achieved by withdrawing and re-advancing the sheath using a clockwise rotation. A leak was observed, but it originated from the dilator rather than the sheath. Although the exact source was not visually confirmed, the leak appeared to be near the stopcock, suggesting that the "robinet" was not fully waterproof.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The returned faradrive steerable sheath was tested and failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, the returned sheath observed a successful insertion during device-to-device interaction with its native dilator. The ID and od dimensions of the faradrive shaft and dilator were measured and resulted in passing measurements. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an afib ablation procedure. During insertion, the health care practitioner (hcp) noted that the dilator felt overly flexible, making it difficult to position the device correctly. After approximately 10 minutes, successful placement was achieved. However, the hcp observed that the robinet was not fully waterproof. The procedure was successfully completed using the original device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported that during the procedure, several issues were encountered with the dilator and sheath. The dilator was notably too soft, making it difficult to insert into the sheath and preventing advancement of the faradrive beyond 20 cm into the patient. While the dilator did not appear to be loose or disengaged, its softness made it difficult to maneuver. Insertion of the sheath into the patient was also challenging, with only 20 cm advancing initially; successful placement was eventually achieved by withdrawing and re-advancing the sheath using a clockwise rotation. A leak was observed, but it originated from the dilator rather than the sheath. Although the exact source was not visually confirmed, the leak appeared to be near the stopcock, suggesting that the "robinet" was not fully waterproof.

Manufacturer narrative:
Additional information added to suspect medical device based on provided lot number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an afib ablation procedure. During insertion, the health care practitioner (hcp) noted that the dilator felt overly flexible, making it difficult to position the device correctly. After approximately 10 minutes, successful placement was achieved. However, the hcp observed that the robinet was not fully waterproof. The procedure was successfully completed using the original device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.